Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: h3: yes product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned without the device. The tether was cut and was removed from the delivery system upon receipt. The tether is frayed at 133 cm and 141 cm from the distal end of the tether pin. Articulation could not be performed as only a partial delivery system was returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1avr1-delsys / expiration date: 28-apr-2022 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, 25-feb-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-nov-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the leadless implantable pulse generator (ipg) had dislodged when the tether was cut. The ipg was recaptured and replaced. No patient complications have been reported as a result of this event.